Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with her blood glucose levels. The blood glucose reading was not available at the time of the call. The customer stated that her blood glucose levels have been running high since she has had the insulin pump and she believed she needed some setting adjustments. She also complained of having a cold. The customer has been using multiple meters to test her blood glucose levels. It was also reported that the customer experienced lost sensor alarms and blood at site when she bumped the insertion site of her infusion set. Nothing further reported.